Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal bupivacaine, morphine and fentanyl via an implantable pump for non-malignant pain. It was reported that the patient had the pump filled today and was now in the emergency department (ed). The hcp stated they were told the patient could have had a pocket fill. The hcp reported the patient had symptoms of shivers and diarrhea. The hcp asked about the pump logs and programming steps. Technical services reviewed. Additional information was received from the healthcare provider (hcp) 2026-feb-02. When asked if it was confirmed if the patient had a pocket fill, the hcp stated 'possibly partial pocket fill'. The hcp reported that 38ml were recovered after symptoms started. The cause of the patient's symptoms was likely a partial pocket fill. No diagnostics/troubleshooting were performed. The patient's symptoms of shivers and diarrhea resolved.